Event description:
The device was returned with no info. There was no reported pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was retuned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/2 fired. In addition, four cartridges were received inside the bag, cartridge c was noted to have a wedge band bypass, as the left side was 1/2 fired and the right side was fully fired. Cartridges d, e and f were received void of staples and with no damage to the lockout. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. The mfg records were reviewed and no anomalies were found during the mfg process. Add'l info on the cartridge a & b. Results: wedge band bypass. Conclusion: wedge band bypass. Cartridge a - batch number x5e04l. Mfg date: 12/2004. Exp date: 11/2009. Cartridge b - batch number y5ee9g. Mfg date: 2/2005. Exp date: 1/2010.